Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the matrix drawer kept failing every time it opens and made clicking sound. A field service engineer identified that storage space matrix drawer 7 had difficulty opening due to multiple medication items and packages obstructing the lever, cleared the medication jam, recovered the storage space, and the customer tested and confirmed proper operation. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a matrix drawer failed each time it opened and produced a clicking sound. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.